Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having inadequate and non-target stimulation. It was determined that there were high impedances on several contacts on both leads. An x-ray was taken and it showed what looked like a fracture. The physician did see a kinked and apparent fracture proximal to the anchor. The physician did not think that it was a malfunction. The patient underwent a procedure wherein the leads and clik anchor were replaced and the splitters were explanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-2316-70 serial #: (B)(4) description: infinion70 cm lead kit model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 15877656 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having inadequate and non-target stimulation. It was determined that there were high impedances on several contacts on both leads. An x-ray was taken and it showed what looked like a fracture. The physician did see a kinked and apparent fracture proximal to the anchor. The physician did not think that it was a malfunction. The patient underwent a procedure wherein the leads and clik anchor were replaced and the splitters were explanted. The patient was reportedly doing well postoperatively.